Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent fracture requiring medical intervention. Device issue: stent fracture. It was reported that the procedure was to treat the lad after the pt's lima to lad bypass graft had failed. Three overlapping promus stents were implanted, with a 2.5 x 18 mm in the center at an extremely tortuous area with a bend of greater than 90 degrees. There were two 2.5 x 28 mm promus stents implanted, one on each end of the 2.5 x 18 mm stent. The pt returned one week later with chest pain. Angiography revealed that some of the struts on the center stent had fractured, at the location of the bend, but were still attached to the stent. Another company's catheter was used for dilatation and a 3.0 x 18 mm promus was implanted inside the fractured stent. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because the other company distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
.